Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 88% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Performance data were also collected from the device and analyzed. It was determined a power on reset had occurred on (B)(6) 2008 due to a write to lockedrandom access memory error. There was a device alert for low battery voltage. Concomitant product: 6945 implantable tachy lead: (B)(6) 1999. (B)(4).

Event description:
The device was explanted due to normal battery depletion. The device was returned to the manufacturer, analyzed, and it was determined a power on reset had occurred previously. No patient complications have been reported as a result of this event.